Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. Correction g1: device manufacturer address 2. H4: the lot was manufactured from september 16, 2017 - september 18, 2017. H10: the actual sample was received containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within specification. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate did not fully infuse. This issue was identified during use of the devices. The device contained 1000mg vancomycin in 100ml of 0.9% sodium chloride. The patient has since finished treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.